Manufacturer narrative:
The device was returned and the evaluation found that a cleaning brush was stuck in the instrument channel tube. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchofibervideoscope had foreign object in the instrument tube. The issue occurred during reprocessing and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation, the reported event most likely occurred because reprocessing was not conducted properly due to leakage from the hole on the biopsy channel. However, the root cause of the reportable malfunction could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: IFU states that detection method in bf-mp290f operation manual chapter 3 preparation and inspection. IFU states that preventive measure in bf-mp290f reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.